Event description:
It was reported that while being used as a temporary external pacing lead, the lead exhibited no output or capture. Additionally, the lead exhibited undefined impedance and apparently fractured. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.